Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested however no response obtained: fired the ¿kitten.¿ do you mean fired the cartridge? Did the device eventually open? If the device did not eventually open, how was the device removed from the tissue? What color cartridge was being used? Just for clarification, was this the second firing?

Manufacturer narrative:
(B)(4). Additional information: firing trigger teeth, lockout spring, trigger post. The analysis results found that the ats45 device was received with the firing and clamping mechanism damaged and with a 6r45b cartridge loaded on the device. The reload was received fully fired and with the lockout spring tab damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. Additionally the yoke was found damaged where engages with the tube (yoke flange). While no conclusion could be reached as to what caused the firing and clamping mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing and clamping mechanisms can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a bariatric procedure, the surgeon picked up the tissue closed the stapler jaw, fired the second "kitten" thus ending the stapling and cutting tissue. When he fired the button to open the jaw, the stapler locked and could not open the jaw. The alternative that the surgeon found was using another stapler and three more loads 6r45b to continue the procedure. There were no adverse consequences for the patient.